Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a f/u report will be filed.

Event description:
Two pumps were placed simultaneously for this pt. (Pump model #: pm026-a, catalog #: 5001706, lot #: 082244, drug/diluent: marcaine 0.5%, and flow rate: 5 ml/hr) and (pump model #: cb004, catalog #: 5001481, lot #: 052916, drug/diluent: marcaine 0.5%, and flow rate: 2-14 ml/hr). Pumps were placed on pt for pain mgmt of sternum. Pt coded and expired (death). Date of event: (B)(6) 2010.